Event description:
It was reported that when the patient presented for a follow-up, high out-of-range pacing lead impedance was noted on the right ventricular (rv) lead. Loss of capture was also observed. The patient was asymptomatic. No intervention was performed. The rv lead is being monitored.